Manufacturer narrative:
Findings: pump received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked belt clip slot, minor scratched display window and missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating the o-ring on their insulin pump came completely off. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.